Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and moderately calcified atrioventricular branch. A 2.25 x 28 synergy drug-eluting stent was advanced but faield to cross the lesion. During advancing, it was noted that the stent got deformed. The procedure was completed with another of the same device. No patient complications were reported.